Event description:
Information was received from a patient (pt) regarding an implantable neurostimulator (ins). The reason for the call was the patient mentioned it's been 3 years since the stimulation was not on the right spot. They needed the stimulation on their lower back but the stimulation was on their crouch, in between of their legs. It was reprogrammed multiple times but it was the same. Patient would have an MRI and was advised to contact patient services for intense check. The patient was redirected to their healthcare provider to further address the issue. Agent reviewed MRI mode. Additional information was received from the patient. Pt called back and referenced this call, stating that "its in your records, pt met with someone at (B)(6) and they "had it fine for awhile but then when they got back home and turned it back on, all the stimulation went to the crotch area so pt turned it off because it hurt so bad. Pt said that whoever met them at the doctor's office noticed that their battery is sticking out way more than it should. Pt says they have had 3 failed total knee replacements on their left leg and had to have titanium rods in their ankle to their thigh and "pt had to learn how to walk all over again and have been falling a lot and pt think the constant falling is messing with the battery". Pt said, "it just feels like its right at the skin". Pt says they need an MRI due to a hole in their spine. Reviewed that pt should follow up with doctor (hcp) about these issues.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.